Event description:
It was reported that a patient had a severe reaction to sterile electrodes. The electrodes were placed on the patient directly after rotator cuff surgery on (B)(6) 2014. The device used was a continuum tens/ nmes and the program used was tens. The intensity used was maximum 60. The treatment time was 60 minutes and 2 channels were used. These electrodes were left on from (B)(6) 2014 until (B)(6) 2014. The patient noticed that she needed her rescue inhaler more during the week and just felt like she couldn't take a deep breath. She said in retrospect that she felt itchy the day after surgery (B)(6) 2014, but did not want to take off the bandages. Once the electrodes were removed the issues with the itching and the use of the inhaler were resolved. There are no skin issues where any of the bandages were. The skin reactions under the electrodes were full size (2" x 2"), light yellow in color weepy and painful. Her surgeon had her take benadryl and pain meds. The patient is very sensitive to adhesives and latex. The patient disposed of the electrodes after they were removed.

Manufacturer narrative:
The sterile electrodes were not returned to empi for evaluation. The labeling on the sterile electrodes states: "these electrodes should not be placed under a cast or heavy dressing unless provision is made for frequent examination and changing." The electrodes were under bandages from the surgery, and were not examined for 4 days. Electrode disposed of by patient.